Manufacturer narrative:
(B)(4).

Event description:
Procedure type: extended rt hemicolectomy distal pancreatectomy splenectomy. According to the reporter: the customer reports that all the instruments fired well during the procedure on (B)(6) 2013. The side to side anastomosis was sewn. The pt was doing well until (B)(6) 2013. The jp drain began to drain the stool consistent with the diagnosis of an anastomotic leak. On (B)(6) 2013, a resection of anastomosis and an ileostomy was performed. Nothing fell into the pt's cavity. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue damage or tissue loss as a result of this problem. No extension of surgical time was required. The current pt status been reported as recovered. The device is not being returned for eval as it was discarded by the customer.